Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as, ¿the patient sneezed and then carried on with their pd which is how the bacterium got introduced into their peritoneum¿. A day after the onset, the patient was hospitalized for peritonitis. The patient was treated with peptazidine (intraperitoneal) and teicoplanin (intraperitoneal) for peritonitis. Two days after hospital admission, the patient was discharged. At the time of this report, pd therapy was ongoing, and the patient was recovering from peritonitis. It was not reported if the patient was retraining in the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.